Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was exposed to moisture. Customer states the pump is vibrating without an alarm or alert. Customer states a constant tone is occurring. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.